Event description:
Caller reported that the pump battery depleted too quickly, leading to a shutdown of the pump. As a result, the customer's blood glucose level was recorded as "high," exceeding 500 mg/dl (27.7 mmol/l), although the exact highest value was unknown. To address the high blood glucose level, the customer administered a correction bolus via the pump without requiring assistance from a third party. Technical support educated the caller, explaining that it is normal for the battery to deplete between 15-35% per day, which the caller understood and acknowledged.